Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the leads were explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-00940. It was reported that the patient was experiencing ineffective therapy due to lead migration. Migration was confirmed with x-ray. As a result, surgical intervention may occur to address the issue.